Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient had an irritation under the lifevest. The irritation was described as burning skin with no redness or itchiness. The patient's physician recommended a cream for the irritation. The patient also ended use of the lifevest to receive an ICD. Follow-up indicated that the irritation had healed.